Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was unable to charge the ins recharger and that the desktop charger connector arrows do not match. It was also reported that the patient's implant was dead and that they were not feeling stimulation. A new desktop charger was sent to the patient. No further complications were reported.

Event description:
Additional information received from the patient reported that the replacement of the desktop charger resolved the loss of stimulation due to battery depletion. No further complications were reported.